Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump received with scratched lcd window, scratched keypad overlay and scratched case.

Event description:
Customer called to report physical damage to the insulin pump.the screen is scratched. The current blood glucose reading is 251 mg/dl. Customer has treated with insulin pump. Customer also reported a hospitalization due to high blood glucose. The blood glucose reading at the time of the event was 560 mg/dl. Customer is stressed. Diagnosed diabetic ketoacidosis. Nothing further reported.